Event description:
The abbott's freestyle libre 3 (continuous glucose monitor model 3) is faulty. The reported blood glucose are incorrect all the time in comparing with the results from abbott's blood stick glucose meter results. The deviations are 60 +/- 20 mg/dl. In the beginning, abbott's services team member are willing to accept the fact and replace the cgm. Now, they refuse to do so. The service team member insists that 40mg deviation is acceptable. Cgm reported 165 mg/dl.